Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2007 (B)(6); 6949 implantable tachy lead 2007 (B)(6); (B)(4) bi-ventricular defibrillator 2012 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead appeared dislodged on x-ray. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #(B)(4) the full lead was returned, analyzed and no anomalies were found.